Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the several emergency departments were experienced an issue where the small tube the insert into the urethra comes out from the white cap and then the urine was not getting collected in the chamber of the female catheter kit

Event description:
It was reported that the several emergency department experienced an issue where the small tube that insert into the urethra came out from the white cap and then the urine was not getting collected in the chamber of the female catheter kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. The instructions for use were found adequate and state the following: "instructions for use: 1. Open package and remove plastic wallet. 2. Open plastic wallet and don gloves. 3. Pull catheter out of tube to desired length. Lay tube in sterile field. 4. Open lubricant and lubricate catheter. 5. Open swab packet. Cleanse vaginal area. 6. Proceed with catheterization. 7. Pull catheter out of top; tighten cover and depress blue spout. 8. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important: 1. Use plastic wallet as sterile field. 2. Pull catheter out of centrifuge tube to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly. Single use. Do not resterilize. Do not use if package is damaged. Not made with natural rubber latex. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. " UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.